Event description:
A malfunction was reported, and did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not reoccur. The customer was instructed to continue using the pump and to contact support if the malfunction code appeared again. Acknowledgment and understanding from the customer were confirmed.